Event description:
It was reported that the lead was placed with mediocre numbers and when an attempt was made to fixate the lead, the helix would not extend. The lead was removed and returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. Lead was received with helix fully extended. When the helix was extended during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the physician had difficulty positioning the lead and getting good thresholds. When an attempt was made to fixate the lead, the helix would not extend. The lead was removed and returned. There were no patient complications reported as a result of this event.